Event description:
The manufacturer received information alleging a ventilator's lcd screen was not functional. There was no harm or injury reported. The device was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's lcd screen needs to be replaced. No repair was performed as the device was scrapped.